Manufacturer narrative:
(B)(4). The analysis results found that the 2b5lt device was received with the tip of the sleeve bent. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy, it was found that the tip of the outer sleeve was damaged when a nurse checked the device before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).